Event description:
During a left knee arthroscopy, the tip came off of the device. The doctor attempted to locate the tip for approximately five to ten minutes. The tip was not retrieved. Surgical site was irrigated and the fluid was strained. The procedure was completed as scheduled using another device.